Event description:
The customer contact reported the device was found at a setting different than originally programmed. The device was returned to the biomedical department with a report that prior to pt use, the device "automatically goes into continuous/does not record amount give." No specific details were provided. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not been rec'd. This report represents all the info known by the reporter upon query by hospira personnel.